Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. The patient changed hospital but cannot retrieve the recent device episodes due to interrogation difficulties. The technical services (ts) discussed troubleshooting options. At this time this s-ICD remains in service. No adverse patient effects were reported.